Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There have been no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during the cataract surgery with intraocular lens implant procedure noticed a small crack on the optic and did not insert it. There was a patient contact. Additional information received and stated that there was patient harm of increased cornea edema reported. The patient was healing well and was happy. The physician's prognosis was optimistic.